Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a suction probe for a smiths medical portex 8.0mm endotracheal tube does not properly slide down the tube, "preventing bronchial hygiene" per the reporter. No adverse patient effects were reported.